Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the left forearm. A 5.5-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and despite the balloon rupturing, the procedure was completed with the device. No patient complications nor injuries were reported.